Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) of an undetermined cause. The patient was not pacemaker dependent. An invasive procedure was performed. The lead was surgically abandoned and replaced with an is-4 lead. The device was explanted and replaced with an upgraded is-4 device. No additional adverse patient effects were reported.